Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient was with their parents when they lost consciousness and had a seizure. The patient´s father stated the cgm was displaying 82 mg/dl during this time and when he checked a finger stick reading at 8:20pm, it was 25 mg/dl. The patient´s mother called the firefighters and they arrived after 15 minutes. The patient was treated with a baqsimi injection and around 8:45 pm he regained consciousness and recovered. The patient was continuously being "re-sugared" by their parents until 9:00 pm. At 8:54 pm the bg was 96 mg/dl and at 9:15 pm the bg was 199 mg/dl. The patient was not taken to the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.